Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h4, h6: service & repair history: the previous service event for part number 05.000.008 with lot number(s) 004684 has been reviewed. The customer called in a service request for this item on (B)(6) 2024 for button not working and reverse not working. The item was previously returned for service on 13-aug-2015 due to electric control damaged. The previous service condition of electric control damaged is not relevant to the current complained issue of button not working and reverse not working. The manufacture date of this item is 5-jul-2012. The service history review is unconfirmed. Service and repair evaluation: the customer reported that hand piece for battery powered driver reverse not working which discovered during inspection . The repair technician reported that contact plate was cracked, device run low in fast forward and reverse mode, intermittent in forward mode, wire was discolored ,debris on barriers ,rusted motors and grinding bearings. The cause of the issue is improper maintenance . The item was repaired per the inspection sheet, passed synthes final inspection on 17-jun-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that may 6, 2024 the hand piece for battery powered driver button was not working and the hand piece for battery powered driver reverse was not working which discovered during inspection. There was no case or patient involvement. There was no patient consequences. This report involves one (1) hand piece for battery powered driver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.